Event description:
It was reported that the external pulse generator had lines on its menu screen and was missing metal clips on the back. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the liquid crystal display was out of specification (missing pixels) and therefore it was replaced. Analysis also found that both bails and both bail covers as well as the ring were missing, that the lower case, ring cover and battery drawer were broken and that the serial number label was damaged. (B)(4).

Event description:
It was reported that the external pulse generator had lines on its menu screen and was missing metal clips on the back. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.